Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) site still hurt and was swollen. It was noted that the patient had a follow-up appointment with the manufacturer representative one day prior to report and the manufacturer representative programmed and trained the patient on how to use the ins. It was noted that the patient could not feel stimulation on the back of their hand where they were supposed to feel it. It was noted that the patient felt stimulation in their palm only. It was also noted that the stimulation felt as though it was ¿throbbing¿ since the day prior to report when they first turned it on. The patient was walked through turning their parameters down and then back up one by one in group a but this did not resolve the problem. The patient also noted that when they put their ¿head up straight¿ or ¿hyperextended it backwards¿ they stopped feeling stimulation. The caller stated that they were implanted last monday and had stimulation turned on for the first time one day prior to report. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 977a275, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID 977a275, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead.

Event description:
Later, the cause of event was reported to be that the patient was only one week post-surgery or post-op. The incisions were not yet healed and were painful. After the aforementioned information, the reporter appeared to begin writing additional information, then appeared to stop and cross off the additional information. The portion that was written and crossed out reads, "she is cu". There were no abnormal impedance measurements noted. Interventions included reprogramming on (B)(6) 2014. There was no telemetry available. There was no telemetry available. According to the manufacturer's device registry, this system was explanted (B)(6) 2015. There was no information provided as to the reason for the explant. Refer to manufacturer's report # 3004209178-2014-23863 for the patient's allegation of a fall and lead migration as the explant may be related to that report.

Manufacturer narrative:
Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient presented to the clinic (B)(6) 2014 for reprogramming and problems noted with incision. Additional information received reported that the cause of the event was "surgery." It was not clear if this was in reference to the surgery to implant the device or some other surgery. However, given the proximity of the appointment to the initial device implant, the information indicated it was in reference to the initial device implant. In addition, n/a was written in proximity to almost every other question/field on the questionnaire including the question/field related to intervention. There were no abnormal impedance measurements. Under signs and symptoms associated with the reported event "none" was written. The patient did not require hospitalization as a result of the event. Additional information was requested but was not available at the date of this report.